Event description:
The following information was provided: it was reported by patient's counsel that the patient underwent right tha on (B)(6) 2012 and was implanted with lfit v40 femoral head and accolade tmzf stem that was subsequently revised on (B)(6) 2023 due to alleged head disassociation.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There has been similar event(s) for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.